Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. The pump was returned and non-destructive analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2019-aug-22. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving dilaudid (4.0 mg/ml at 1.9476 mg/day) and bupivacaine (12.0 mg/ml at 5.843 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the pump was removed due to infection. There was no patient injury. The issue was resolved without sequela. No further complications were reported.